Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging error 1. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (02/13/2015). The patient¿s meter has been returned on 12/30/2014 and evaluated by lifescan product analysis on 1/30/2015 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. In addition, a secondary issue was noted when the meter was found to have a defective component u12. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.